Event description:
It was reported that during a lap gyn procedure, the device tissue pad was burned and became loose. Nothing fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.